Event description:
It was reported the the blood was leaking from the device.

Manufacturer narrative:
It was reported the needle between the hub and the safety bended, and the needed popped out. Blood was leaking out of needle. This has happened multiple times where blood spilled out. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.